Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve was returned for evaluation: device history record (DHR) - lot 4951766 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; the needle guard was raised, as well as needle holes in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The possible root cause for the issue reported by the customer is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion was noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas valve was implanted into a patient via v-p shunt for hydrocephalus on (B)(6) 2021 with unknown settings. A week after the procedure no improvement in symptoms or images was noted. Surgery was performed on (B)(6) 2021 and all devices were replaced. Surgical findings did not reveal a clear cause for shunt dysfunction. The patient is in currently following up. No further information was provided by hospital.